Event description:
Patient was on standard operative monitors (h/p components EKG, pulse oximeter, capnograph, automatic b/p).approximately one hour into procedure, the b/p cuff gave a reading of "???", the cycle button was pushed two more times in an attempt to obtain a b/p reading. No reading was obtained. The b/p then "apparently" shut itself off as I noticed the screen was blank. I restarted the machine and the blood pressure appeared as before, cycling normally. About one hour later the same scenario occured at which time I was drawing a blood specimen from the right arm with the b/p cuff. I noted the right arm with the b/p cuff. I noted the right hand appeared swollen and when I reached up to check the cuff, it was in the inflated position even though it was not in the process of taking a blood pressure. I immediately removed the device from service, elevated the arm to reduce swelling and placed a different b/p unit (module, tubing and cuff) on the left arm, which performed with out further malfunction.post operative evaluation of the patient was done the next day - she was aware of general body swelling in face and both arms, but the right arm did not appear more swollen than the left. Grip strength in both hands was equal and no parasthesias were noted.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: intermittent failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.